Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. Corroded motor assembly noted during visual inspection. No moisture damage on electronic assembly noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pocket where he had the insulin pump in was wet. He found the reservoir had leaked insulin into the insulin pump and it was not functioning. He noticed there was fluid in the screen and 2 days later it worked but the up button was stuck and he was unable to program his bolus. The customer reverted to manual injections. He confirmed the device was not dropped and did not have any cracks. Blood glucose value was 222 mg/dl. The insulin pump was replaced and returned for analysis.